Event description:
It was reported that oversensing was noted. The device was explanted. Lead issue was suspected.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was rec'd. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation: the reported field event of oversensing was confirmed via review of the stored egms. It was found that the device entered ams mode due to noise resulting in sensing anomaly. The device was tested on bench and automated test equipment and no anomalies were observed.